Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. In addition to the missing bending section cover, other evaluation findings are as follows: the adhesive on the bending section cover was chipped: the bending angle in the up direction did not meet the standard value due to wear of the angle wire; water tightness was lost due to a cut on the bending section cover; the connecting tube had a wrinkle; and there were scratches on the eyepiece, the grip, and the scope cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. Based on the results of the investigation, the bending section cover fell off mostly likely because of stress due to repeated use, external factors, or handling. However, the root cause of the events could not be determined. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.2 preparation and inspection of the endoscope¿ describes the following warning: <inspection of the endoscope> 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2). Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the tracheal intubation fiberscope had a damaged bending section cover. There was no report of patient harm. The device was returned, evaluated, and the bending section cover had fallen off. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.